Event description:
Chest x-ray on 10/22/93 taken post-operatively showed curvilinear metallic density overlying the cardiac silhoutte has the appearance of a surgical needle. Needle count not documented. Removed pacer wire by cardiovascular surgeon on 10/29/93. Needle was attached to end of pacemaker wire. Pt discharged in a stable condition 11/1/93.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was not destroyed/disposed of.